Event description:
I am a pt who was the recipient of surgical mesh to repair a vaginal, bladder and rectum prolapse. I developed two separate infections after the surgery, vaginal and urinary. Within a years time, the surgery failed and I am currently living with another prolapse of some sort protruding through my vagina. I do not want to return to my doctor or specialist because I am not happy about going through an additional surgery at this time. I have had pain during intercourse, urinary urgency, frequent urination, bowel incontinence and bowel urgency. I do not know if the failure of the surgery and subsequent medical issues are due to the mesh or not. I am afraid to go back to the doctor at this point, and am upset and angry at the outcome of my surgery. I just don't know what to do at this point, but felt obligated to report my negative results with the FDA in hopes that other women can be helped. Surgical mesh to treat pelvic prolapse 2007 -approx- all medical data is on file.